Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was reportedly inaccurate. The cgm was 110 mg/dl and the bg meter reading was 40 mg/dl. On (B)(6) 2025 the cgm was reportedly inaccurate again. The patient lost consciousness after going to lie down around 530pm. His girlfriend tried to wake him up and couldn¿t. His bg meter reading was 34 mg/dl, but the comparison cgm value could not be recalled, however, the patient was alleging a cgm inaccuracy. The patient¿s girlfriend treated him with nasal glucagon spray and called emergency medical services (ems). Ems arrived and transported the patient to the emergency room around 730pm. Ems treated the patient with an ¿amp¿ of sugar water, but then the patient dropped again when he got to the ER. He was later told that his bg meter reading was 17 mg/dl when he arrived at the ER, but no cgm comparison value was reported. The patient was then treated with an IV dextrose drip, which caused bruising on his arm. The patient regained consciousness around 9pm. At an unspecified time after treatment, the patient¿s cgm was reading high mg/dl, and the bg meter reading was 290 mg/dl. The patient¿s tandem insulin pump was removed, and he was treated with insulin injections of novolog and lantus. The patient¿s blood was drawn and his a1c level was 6.5 percent. The patient was discharged on (B)(6) 2025 (less than 24 hours in the ER). The patient was ¿okay and stable¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025 when the patient would not wake up. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.